Manufacturer narrative:
The customer returned the meter. The test strips were not returned. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.4 inr & 2.7 inr . Donor #1: master lot: 2.4 inr. Donor #1: customer meter and master lot: 2.5 inr. Donor #2: master lot: 2.7 inr. Donor #2: customer meter and master lot: 2.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification.

Manufacturer narrative:
(B)(4).

Event description:
The director of nursing complained of erroneous inr results for 1 patient tested on coaguchek xs meter with serial number (B)(4). At 3:05 p.m. The patient was tested on the meter and the result was 5.2 inr. At 3:29 p.m. The patient was re-tested on the same meter and the result was 3.9 inr. At 3:37 p.m. The patient was re-tested a third time on the same meter and the result was 3.6 inr. Different fingers were used for each test. The caller did not know which result was believed to be correct. The patient was advised to hold his coumadin dose on (B)(6) 2016. The patient's coumadin dose was decreased to 2.5 mg on (B)(6) 2016 and (B)(6) 2016. The caller stated the coumadin dose would have been adjusted the same way based on either the 3.9 inr or 3.6 inr result. The caller thinks the adjustment was based on a combination of these 2 results. The patient was retested on a different meter on (B)(6) 2016 and the result was 1.9 inr. The patient's coumadin dose was then resumed. The patient's therapeutic range is 2-3 inr. No adverse event occurred. The patient is not on heparin therapy or direct thrombin inhibitors. The patient has no antiphospholipid antibodies. The patient has had no diet changes, no new illness and no bleeding/bruising. The meter and strips were requested for investigation. Replacement product was sent. Relevant retention test strips (lot 20646112) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.